Event description:
It was reported that 1 patient in the conventional group experienced postop wound leakage leading to prolonged hospital stay. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3 year published: 2022, 2024. D10: #item unk, unk bearing, #lot unk. #item unk, unk tibia, #lot unk. Therapy date: unknown. G2: foreign - event occurred in netherlands. G2: literature - eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. H6: suggested component code. Mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.